Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue. The process step was unknown and no patient injury is reported. The baxter field service technician repaired the device on site. During the product evaluation, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. As such, the device will not be returned to (B)(4) technical services. There is no further complaint information available. The user interface module master software version is 5.08.92, categorized as remediated.